Event description:
It was reported the customer had a motor position encoder error alarm and a motor error alarm. The customer stated they were priming when the motor position encoder error alarm occurred. Customer's blood glucose was 4 mmol/l. The customer was advised their insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to verify unexpected reset and alarm in the alarm history due to motor error alarm during rewind. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.